Event description:
During rounds in the ccu, nurse finished collecting blood and went to engage the shield with her right hand. The shield broke off and the nurse was stuck on the thumb. Nurse went to employee health, was counselled and received prophylactic drugs. Product was discarded in a sharps collector.